Event description:
The pt rec'd two leads with the same lot number. It was reported the pt was w/o stimulation. Lead diagnostics showed impedances were within normal limits. The sjm reps reported some of the contacts could be increased with no stimulation felt and other contacts would auto-reduce prior to the pt feeling stimulation. X-rays were ordered. F/u identified x-ray results were not currently available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.